Event description:
It was reported that the patient had a fall and was hospitalized. It was unknown if the fall was device related. No further information could be obtained despite good faith efforts. Additional information was received that the patients fall was not device related.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend.

Event description:
It was reported that the patient had a fall and was hospitalized. It was unknown if the fall was device related. No further information could be obtained despite good faith efforts.